Event description:
The manufacturer service technician reported that the device was missing motor press plug while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.